Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent an incarcerated incisional hernia repair on (B)(6) 2011 and mesh was implanted. One month after the surgery, the patient sought treatment for a seroma and wound drainage. On (B)(6) 2015, he returned to the (B)(6) va medical center for chronic abdominal pain and a recurrent ventral hernia. Dr. (B)(6) performed an open surgery to remove the mesh, which was ¿no longer adherent to the anterior abdominal wall, the mesh had come off from where it had been positioned on the superior aspect of his abdomen with the omentum from the traverse colon adherent to the undersurface of this mesh and the omentum remained adherent all the way down to the inferior most aspect of the mesh abutting the urinary bladder.¿ during this procedure, ¿the greater omentum was removed off of the transverse colon and discarded¿ due to it being ¿devascularized significantly.¿ no additional information was provided.

Manufacturer narrative:
Additional information. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.